Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead fractured. The lead was initially reprogrammed but the patient was symptomatic so the lead was later explanted and replaced. No patient complications have been reported as a result of this event.